Manufacturer narrative:
Unit passed displacement test. However unit alarmed motor error during basic occlusion test due to corroded motor home switch noted. Unable to perform occlusion test, prime or a33 test, excessive no delivery test due to motor error. (B)(4)

Event description:
Information received by medtronic indicated that the insulin pump had motor error. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.